Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 1200mg/dl. Troubleshooting was performed. The customer stated that she was vomiting the night before being admitted. The customer's last blood glucose reading was 170mg/dl. The customer stated that she changes the infusion set every three days. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.